Event description:
It was reported during a da vinci prostatectomy procedure, the surgeon felt uncomfortable about the motion on the prograsp forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The housing was removed to find one pitch cable derailed from the back idler pulleys and had lost tension. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. Additional findings during failure analysis found the instrument pitch cable was frayed at the distal clevis hub. The frayed strands stuck out the wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.